Event description:
The technician alleged that the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician replaced the ratchet rivet and the side rail end tube to resolve the issue.